Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely since it has been in service for five years, and it has reached elective replacement indicator (eri) battery status. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5. Additional impact codes added. Correction to b1 and b2. Device explanted on (B)(6) 2022.

Manufacturer narrative:
Corrected fields: h6 impact codes added. Device evaluation: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely since it has been in service five years, and it has reached elective replacement indicator (eri) battery status. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely since it has been in service for five years, and it has already reached elective replacement indicator (eri) battery status. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.